Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 500 mg/dl. Customer was advised to insert battery and the pump did not alarm battery out limit. Customer was advised to monitor pump and we will ship out battery cap. The customer reported via phone call indicating that the insulin pump alarm blank display. Customer's blood glucose at time of incident was 600 mg/dl. Customer was advised to insert new aaa alkaline battery and the display returned. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with injection. Customer stated that he is down about 500 mg/dl and coming down.